Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc) one day post implant. The lead was observed to have dislodged. An invasive procedure was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was successfully repositioned. Available information indicates that this product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.